Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported.

Event description:
It was reported that while using bd accuri¿ leakage of waste without bleach was detected. The following information was provided by the initial reporter: "customer reports that the tube is backfilling. The instrument gives a fluidic stability error. Customer performed pm, various cleaning procedures, rinsing with syringe and restarts of the instrument to no avail. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. Was the leak contained within the instrument? (If not contained, got to question #3. If contained, no further questions required.): not contained. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type ¿no¿ in the text box then go to question #4): no what was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): non biohazard. Did biohazard leak before or after waste line: (if before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no. Was the customer/bd personnel physically in contact with the fluid? (If yes, got to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no. The leakage was caused by an overflow of the sample tube and spilled over the table. The liquid that came in is water but because it mixed with sample it could potentially be contaminated. Anyway, the customer did not enter in contact with it and cleaned the surface."

Manufacturer narrative:
¿The following fields have been updated with corrected and/or additional information¿. Investigation summary: ¿ scope of issue: the scope of issue is only limited to bd accuri c6 plus system, part # 660517, and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 25apr2021 to date 25apr2022. ¿ complaint trend: there are 4 complaints related to waste leakages not contained within the instrument; pr# (B)(4). Date range from 25apr2021 to date 25apr2022. ¿ manufacturing device history record (DHR) review: DHR part #660517, serial # (B)(6), file #660517-660517-r660517590790-106444153-19, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leakage was due to a blockage in the fluidic system. The customer had initially reported that the sample tube was overfilling to the point of leaking out of the instrument. The instrument would then give a fluidic instability error. A preventative maintenance was performed on the instrument as well as various cleaning procedures with no improvement. The supporting tsr (technical service representative) recommended that the customer check the waste bottle fitting, disconnect and reconnect the fluidic harness, and check for kinked tubings before performing a warm water flush. After performing the warm water flush, the customer reported that the instrument was performing as expected with no further leakages. There were no parts requested for evaluation as there were no parts replaced. Although the leakage was of a biohazardous material that poses the risk of contamination, the customer confirmed that they had not come in contact with the liquid and were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help in maintaining optimal performance the system and detecting issues before they lead to failures, and can be found in the¿bd¿accuri c6 plus system user¿s guide, #23-18013-01 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: n/a, case # (B)(4). Install date: (B)(6) 2019. Defective part number: n/a. Case comments: o (4/26/2022 3:20 am) new value: warm water flush solved the issue. Instrument is now working within specs. O (4/25/2022 8:17 am) suggested to check waste bottle fitting, disconnect the fluidic harness and reconnect it, checking for kinked tubings, and perform warm water flush. O (4/25/2022 8:15 am) customer reports that the tube is backfilling. The instrument gives a fluidic stability error. Customer performed pm, various cleaning procedures, rinsing with syringe and restarts of the instrument to no avail. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part # 10000214703, rev. 01/vers. A, risk analysis accuri c6 plus was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no? O ID: 2.1.5. O hazard event: exposure to bio-hazardous material during preventative maintenance. O cause of event: user spills sample waste fluid during backflush cycle (manual) because an empty tube was not present on sip. O harmful effects: exposure to bio hazardous material. O risk control(s): ¿ pcyt-648 ¿ labeling biohazard ¿ pcyt-3055 ¿ labeling sip biohazard ¿ sy-3126 ¿ safety ¿ biohazard ¿ pcfl-2273 ¿ backflush into tube (uis prompt) ¿ wear suitable ppe - instructions for use guide - chapter on maintenance ¿ wear suitable ppe ¿ biological safety ¿ safety and limitations guide. O implementation verification: ¿ 23-18014-00 bd accuri¿ c6 plus safety and limitations ¿ mpi7100282 ¿ mpi, assy, sample stage, gen-4 ¿ see pcyt-648 ¿ tp-153 and tp-299. O effective verification: ¿ verification report ¿ pm076 ¿ verification report ¿ pm197 ¿ tp-153 fluidic functions performed without loader pass date: 16-jul-2014 ¿ tp-299g software fluidic function performed w/o csampler plus pass date: 09-september-2015. O probability: 2. O severity: 4. O risk index: 8. O residual risk evaluation: afap. O new hazards: none. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the waste leakage was due to a blockage within the fluidics system. ¿ conclusion: based on the investigation results the root cause of the waste leakage was due to a blockage within the fluidics system. The supporting tsr suggested that the customer check the waste bottle fitting, disconnect and reconnect the fluidic harness, and check the instrument for kinked tubings before performing a warm water flush. After performing this flush, the customer reported that the instrument was again working as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a.

Event description:
It was reported that while using bd accuri¿ leakage of waste without bleach was detected. The following information was provided by the initial reporter: "customer reports that the tube is backfilling. The instrument gives a fluidic stability error. Customer performed pm, various cleaning procedures, rinsing with syringe and restarts of the instrument to no avail. 1. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. 2. Was the leak contained within the instrument? (If not contained, got to question #3. If contained, no further questions required.): not contained. 3. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type ¿no¿ in the text box then go to question #4): no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): non biohazard. 5. Did biohazard leak before or after waste line: (if before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line. 6. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no. 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, got to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no. The leakage was caused by an overflow of the sample tube and spilled over the table. The liquid that came in is water but because it mixed with sample it could potentially be contaminated. Anyway, the customer did not enter in contact with it and cleaned the surface."